Event description:
The pt suffered an impact to the head and since this time he has no access to sound. The pt has been re-implanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.